Event description:
It was reported that the insulin gauge was inaccurate and static on multiple intermittent occasions. There was no adverse impact to the customer's blood glucose level. Customer continued to use the existing cartridges for insulin therapy.